Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. Reportedly, the customer was not wearing anything red or brown and the contact stated that the discoloration was liquid inside the cartridge tubing. The contact loaded new supplies and resumed insulin delivery. The customer's blood glucose (bg) level was "high". However, the exact value was not provided. The bg level was addressed with a bolus via the pump.